Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: patient stated the stimulator was implant on (B)(6) 2024. Patient was able to locate their handwritten ID card. Patient provided model 32400 and a serial number (B)(6). Agent googled the model number which indicated likely the stimulator is abbott. Agent connected the patient to abbott's phone number. During the call patient stated the controller stated there's a "problem" and a message that stated "it has to increase". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).